Event description:
User reported false positive result. Negative pcr.

Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false positive result. Negative pcr.

Manufacturer narrative:
Section b2 has been deselected after being inadvertently selected in initial report.